Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) lens was explanted from patient's left eye due a compromised haptic. From additional information it was learned that the lens was implanted but haptic broke off when surgeon manipulated the haptic. The lens was implanted and removed and replaced with non jnj lens with18.0 in the same procedure. The patient is doing fine. No other information is available.

Manufacturer narrative:
Returned to manufacturer on: 02/22/2024 device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens reveal that it was coated in viscoelastic residue with both haptics detached from the radial holes and missing. The lens was cleaned, and no further issues were observed. The lens was received with both haptics detached; no additional damage was observed. Dimensional measurements for drill hole depth and hole diameter were performed; both measurements passed with satisfactory results. The manufacturing process has multiple control steps in place to assure the quality of units and identify any nonconforming units. Based on the assessment performed on the returned sample and the manufacturing data reviewed, there is no process deviation that may have lead to the reported issue. Conclusion: the complaint issue "haptic damaged" was not identified during evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.